Manufacturer narrative:
The device was not returned for evaluation.

Event description:
According to a published article, surgeon has diagnosed 10 patients with chondrolysis. Surgeon alleges that, the chondrolysis is associated with the use of a painpump. Seven mdrs were filed in 2005 that were associated with this article.